Manufacturer narrative:
Additional information received - the reporter indicated the surgeon noted angle closure without elevated iop prior to lens explantation. The patient's post-op bcva was 20/25. Conclusion code: off label use (patient had ocular surgery - corneal rings for keratoconus) (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -11.50/+1.5/x66 diopter, in the patient's left eye (os) on (B)(6) 2017. The patient experienced excessive vaulting, significant reduction of irido-corneal angles "specially 12 hours", the dr. Concerned. On (B)(6) 2017 the lens was explanted. According to the customer, the dr. Plans to implant another lens. This case is under medical consult. As of the day of MDR submission, the lens not been returned.

Manufacturer narrative:
Additional data: device evaluation - product evaluation found lens returned dry in the lens container with clear surgical residue/debris on product. Visual inspection found haptic broken and bent. Dimensional inspection found lens are within specifications. (B)(4).